Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device was broken on 176 cm from proximal section to broken section. Overall length should be 330 cm and the other part of the device was not returned. The device was severely kinked at the middle section and proximal end. The overall length and outer diameter (od) of the distal tip could not be measured due to the device condition. The od of the middle and proximal section of the device were within specifications.

Event description:
Reportable based on completed analysis on 14-may-2019. A rotawire was received with no reported issues. However, device analysis revealed a broken rotawire.